Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is using cold insulin. Clinical support informed the customer that using cold insulin is off label per the tandem user guide. The customer's blood glucose was 538 mg/dl with trace ketones. Elevated blood glucose was addressed with a manual injection. Customer reverted to an alternate method of insulin delivery.